Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow up high capture threshold and cardiac tamponade were observed. The lead was repositioned. The patient was well after the event.